Manufacturer narrative:
A bci field service engineer (fse) was on site on (B)(4) 2008, to investigate the event. The fse verified the system to be in working order. The fse performed lumwash son/inc testing which met specifications. The fse also noted the customer's centrifuge time to be set at 5 minutes. The fse provided the customer with bd documentation that recommends a 10 minute centrifuge time. The fse also discussed pre-analytical sample handling with the customer. The fse verified the repairs per established procedures and results met published performance specifications. A definitive root cause could not be determined for this event. MDR # 2122870-2008-345 documents the results for patient 1. This is 2 of 3 separate MDR reports related to 3 patient events associated with a single malfunction report on different days. Reference MDR number: 2122870-2008-345, 2122870-2011-05370, 2122870-2011-05372 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for three patients. The patient samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.